Manufacturer narrative:
The device was returned with the tip partially detached (connected by one copper wire). A visual examination of the device did not identify any anomalies. An electrical evaluation, involving: a saline bubble conductivity test, an electrode isolation test, and an electrical load test, was performed and concluded the the device exhibited nominal characteristics. The reported malfunction was not confirmed; the cause is undetermined.

Event description:
Note: this report pertains to one of two events that occurred during the same procedure. Refer to associated manufacturers report # 3005099803-2008-1458 for a description of the other event. It was reported to boston scientific corporation in 2005, that a gold probe device was used during a bronchoscopy procedure performed a day prior (patient age, gender and weight are unknown). According to the complainant, during the procedure the probe had no cautery. The tip was removed, no wires were noticed. A second gold probe device was used and the tip detached from the catheter. The procedure was completed with another device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".